Manufacturer narrative:
(D10) concomitant devices: 300-01-13 - eq, humeral stem primary, press fit 13mm: (B)(6). 320-46-00 - equinoxe rev 46mm humeral liner +0: (B)(6). 320-10-00 - equinoxe rev tray adapter plate tray +0: (B)(6). 320-01-46 - equinoxe rev 46mm glenosphere: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via clinical study that the patient experienced a tendon transfer with rotator cuff repair 3 months post operatively for unknown reasons. The outcome of this event is unknown. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.